Event description:
The customer stated that the ag-920pa multi-gas unit (used for measurement of anesthetic gas agents, oxygen, or co2) is giving a check filter and sample line error. MFR # 8030229-2015-00159.